Manufacturer narrative:
(B)(6). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the end caps of a one-link y-type extension set were falling off. This issue was discovered when the packaging was being opened and prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.